Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy with five bursts of anti-tachycardia pacing (atp) and three electric shocks. Technical services (ts) reviewed the data and the rhythm appeared to be supraventricular tachycardia (svt). Patient had received two bursts of inappropriate atp for sinus tachycardia prior to this incident. Device was reprogrammed. Device remains in service. No additional adverse patient effects were reported.